Event description:
It was reported the patient presented to the emergency room (ER) on (B)(6) 2014 with ¿the same symptoms¿. The patient experienced altered mental status, muscle cramping, muscle twitching and hallucinations. The sudden onset of symptoms was relieved with oral baclofen. The patient did not have a fever. The pump was delivering fentanyl and lioresal. (Please see manufacturer report # 3004209178-2014-13729 regarding ¿the same symptoms¿) additional information reported the patient experienced rigidity, shakiness and ¿hearing country music¿. The patient recovered without permanent impairment.

Event description:
The "same symptoms" the patient experienced were increased pain, numbness, and nausea.

Manufacturer narrative:
Concomitation: product ID 8709sc, serial# (B)(4), product type catheter. (B)(4).